Event description:
Device 2 of 3. Reference manufacturer reports: 1627487-2011-02034 and 1627487-2011-02037. The pt received her scs system, including an ipg and two percutaneous leads. It was reported the ipg was explanted and replaced due to persistent pain at the ipg pocket. As the physician suspected, it was due to the size of the original ipg, a smaller model was implanted. During the ipg revision, the physician noted the pt's lead had migrated. As the pt was receiving adequate coverage, the physician opted not to reposition the lead. As the lot number of the lead referenced in the report was not provided, a report has been submitted for both leads. The explanted ipg was returned to the manufacturer for analysis. Follow up on the pt found no further issues reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.